Event description:
It was reported that remote transmission showed ventricular lead impedance warning was tripped. It was noted that there was low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that remote transmission showed ventricular lead impedance warning was tripped. It was noted that there was low imp edance. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.